Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered on the base that connects the needle to the syringe with a bd needle precisionglide 16 x 1-1/2 in. The following information was provided by the initial reporter, translated from portuguese to english: report technical complaint of 1 unit of item needle bd 1.60 x 40 mm where the sterile needle, dirty shaft. When opening the material was found dirt on the base that connects with the syringe. Additional information received: there was no damage to the patient/health professional. There was no exposure of blood or chemotherapy to the skin.

Manufacturer narrative:
H.6. Investigation: DHR was performed and no quality notifications or maintenance records were observed that could be related to the incident. Photo of reported incident was received to analysis. The analysis let to confirm the defect. The foreign matter, according picture sent and by the customer, occurred due to oil excess from oven to epoxy resin cure. As the date manufacture of this batch is from 2018, the defect excess of oil in the oven was not realized. However this defect now is monitored and it¿s part of blitz foreign matter # 39. H3 other text : see h.10

Event description:
It was reported that prior to use foreign matter was discovered on the base that connects the needle to the syringe with a bd needle precisionglide 16x1-1/2in. The following information was provided by the initial reporter, translated from portuguese to english: report technical complaint of 1 unit of item needle bd 1.60 x 40mm where the sterile needle, dirty shaft. When opening the material was found dirt on the base that connects with the syringe. Additional information received: there was no damage to the patient/health professional. There was no exposure of blood or chemotherapy to the skin.